Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occurred. During the procedure, an opticross imaging catheter was used to view a unspecified lesion. The device was used several times, however the image disappeared. Procedure was completed with another of the same device. No patient complications reported and patient status is good. However, device analysis revealed a rip in the catheter.

Manufacturer narrative:
(B)(4). Device evaluated by MFR. Examination of the returned device revealed that a small rip was observed in the imaging window assembly from femoral marker at the distal end. A kink was observed in the imaging window assembly from femoral marker at the distal end. A flatten section was observed in the imaging window assembly femoral marker at the distal end. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core wind up in the strain relief assembly was observed during x-ray analysis. The imaging core was broken off from the strain relief, which was observed during x-ray analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).